Event description:
It was reported that during a da vinci si hysterectomy procedure, a separated wire was identified on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken grip cable at the distal idlers. The idler pulley spun freely but exhibited an indentation at the edge, which likely could cause damage to the cables. The cable segment was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Evidence not conclusive, but the pulley damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.